Event description:
Pt undergoing bilateral lung transplant. Staff set up cardiopulmonary bypass circuit. Circuit primed in usual fashion in prep for left lung bypass. Immediately after bypass initiated, venous return allowed for blood flow of only 1.5 liters/minute, although pt's calculated flow was 5.3 liters/mintue. No visible line kinks or obstruction noted. Bp and filling pressures remained low so volume added. Arterial gas indicated adequate oxygenator function. At end of case when disconnecting, a cap identical to those attached to oxygenator was discovered in venous line.